Event description:
I often have sharp pains in pelvic region. I can no longer lay on stomach as I will get stabbing pains if I do. I have constant abdominal bloat and a tight stomach. I have a smelly greenish tint vaginal discharge and my cycle is not longest constant. I often will have 2 a month with them lasting 7-10 days with a flow that is beyond heavy with clots.